Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012187619 was returned and analyzed. Visual inspection of the handle area was performed and a kink was identified at the side port tube. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection tests were performed and no anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The lab test dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issues. The lab test catheter insertion and retraction into the sheath were performed several times easily without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.066 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.014 psig and in an acceptable range. In conclusion, the reported issue of "air ingress" was not observed with the returned sheat h. The sheath failed the returned product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, bubbles were drawn multiple times while aspirating the sheath with the balloon catheter inserted. It was also reported that it was more challenging to insert the balloon catheter into the sheath compared to the previous version of sheath. The case was completed with cryo. No patient complications have been reported as a result of this event.